Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic sleeve/band revision procedure that first firing with a black reload, gun fired well, and staple line was intact. The gun was reloaded with black cartridge and buttressing but would not fit down the trocar due to anvil deflection. A new device with the same second reload was used to complete the procedure. There were no adverse consequences for the patient.